Event description:
It was reported that during npwt using one unkn pico dressing pack, the patient developed large peri-incision blisters filled with blood; this adverse event was treated by suspending treatment after the fourth day of use, deflating the blisters using aseptic technique, and dressing them with non-adherent dressing. The patient's health status on (B)(6) 2025 was reported as discharged with dry blisters, and during a post-discharge telephone call on (B)(6) 2025, blisters at the surgical site remained dry.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, the 2 electronic photocopied pictures appear to support the complaint showing probable female patient with incision/dressing placement consistent with post-op left total knee arthroplasty (tka) in the presence of a pico dressing with appearance of serosanguinous-filled blisters: two midline/close to incision and two just inferior to the tibial tubercle, 1 medially and 1 laterally. Of note, the distal left lower extremity appears edematous with appearance of blanching underneath a taut horizontal fixation strip. Post-surgical blistering is a well-documented occurrence and is not indicative of a device malperformance. Although a definitive clinical root cause could not be determined based on the information provided, post-surgical soft-tissue edema, intraoperative pressure points/shear factors, baseline health/nutritional status, and mode of dressing application cannot be ruled out as contributing factors. The patient impact beyond the post-orthopaedic wound blistering, discontinued negative pressure wound therapy (npwt), and elective aseptic drainage could not be determined, although post-surgical blisters are known to increase the risk of infection. The current patient status is unknown; however, it was reported that the patient post-discharge reported ¿blisters surgical site dry¿. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed a similar previous event; this adverse event will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for pico provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during negative pressure wound therapy. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. Factors that could contribute to the reported event include all those mentioned before in the clinical/medical investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.